Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the attempted implant of this device, it displayed a fault error code indicating a shortened lead condition. It is believed that the subcutaneous array lead is fractured. Boston scientific technical services (ts) was consulted and said do not use this device as therapy cannot be confirmed due to the error code. The device was removed and sent back for analysis, and the lead was surgically abandoned and replaced. To date, no additional adverse patient effects have been reported.